Event description:
It was reported to boston scientific (bsc) that during the procedure of a colonsocopy with polyp removal, the pt experienced a thermal burn to the colon, that caused perforation. The pt underwent surgery and was discharged.

Manufacturer narrative:
H4 - user facility was unable to supply the lot number of the device used, consequently, the MFR date of the device is unk. After the case, staff checked pad placement and error messages, none was found. The physician performed other cases the next day with same machine and no problems. Three days after event, the physician noticed "waves" on the erbe machine. Biomed tested the cord and felt there was a problem with the active cord. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.